Event description:
International affiliate reports the cage broke during the surgery.

Manufacturer narrative:
Depuy synthes spine has requested return of sample. Upon receipt, an evaluation will be conducted and a follow up report will be filed.

Manufacturer narrative:
Visual inspection of the returned leopard implant, lrdtc 28x7 [product code: 1864-48-007, lot no: anfcwr] noted that the leopard cage was fractured into three sections. A review of the device history record (DHR) for the implant, lrdtc 28x7 [product code: 1864-48-007, lot no: anfcwr] was conducted. A lot quantity of 16 units was released on may 8th, 2012 and no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found 5 related complaints associated with cage breakage in a 12 month period. As noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. The root cause of the leopard cage breakage cannot positively be determined. There has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.